Manufacturer narrative:
(B)(6).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad. It is reported that the pt suffered with angina approximately 2 weeks post index procedure. It is reported that the pt recovered with treatment. Investigator has indicated that the event was not related to the study device. It is reported that the pt suffered with stomach flu, angina and fatigue approximately 2.5 months post index procedure. Investigator has indicated that the events were not related to the study device. It is reported that the pt suffered a stroke and intracerebral bleeding approximately 4 months post index procedure. Investigator has indicated that the event was not related to the study device. The stroke was diagnosed as hemorrhage; diagnosis was based on radiological eval and was confirmed by a neurologist. It is reported that the pt received a transfusion of 1 unit of packed red blood cells and underwent surgery. It is reported that the pt expired approximately 4.5 months post index procedure. The cause of death was reported as traumatic brain injury complicated by intracerebral hemorrhage. Investigator has indicated that the event was not related to mi and there was no evidence of stent thrombosis. Autopsy report is not available.

Event description:
Correction to event date.

Manufacturer narrative:
(B)(4). Eval, results: cva/stroke, death.